Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they just got out of the hospital because they had a bad staph infection at the incision site of the manufacturing unit. Patient stated that they were off of IV antibiotics and on oral antibiotics and they were talking about having the implant taken out. Patient mentioned that they had a lot of metal in their spine, especially their lower spine. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they already had an appointment with healthcare provider (hcp) on (B)(6) 2024 in the afternoon. Infection and being discharged from hospital. Additional information was received on 2024-aug-20. The patient reported that they saw their hcp on (B)(6) 2024 and confirmed that the doctor set their therapy on that appointment and would continue using the device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.